Event description:
The facility's biomedical engineer reported an infusion pump with a 550 failure code. The biomed stated the pump was not involved in a patient incident this time or since last serviced by baxter. Although attempts were made by baxter's service facility to obtain additional information from the reporting facility, details were not available regarding the date this report occurred, the medication involved, pump programming and set-up information, tubing product code and lot number in use. Additional contact information was requested but no additional contact was identified.